Event description:
It was reported that the buttons on the pump did not work. Performed preventative maintenance. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was not duplicated. Tested every button and keypad was operable. No problem found. However, found key stuck message in the event history log that could possibly cause keyboard problem. Root cause is unknown. However, recommended keypad to be replaced as precaution.